Event description:
The customer reported a (B)(6) reaction of a combined e and wr (a) antibody with biotestcell-p3 and negative reactions of three more antibodies. Customer sent us pt's sample but not the complained lot of biotestcell-p3. The combined antibody was tested on tango, in the gel method and in tube. The anti-e and anti-wr (a) reacted in all methods negatively except in the method with a monospecific anti-human globulin reagent. Here we received a weak (B)(6) reaction. The additional three samples (two anti-fy (a) and one anti-fy (b)) were also tested on tango and in different standard methods and reacted negatively respectively very weakly (B)(6). The antibodies reacted correctly (B)(6) only in the method with polyethyleneglycol (peg). The results of all test methods confirm the weakness of all affected antibodies. The affected lot of biotestcell-p3 was tested with different controls on tango. All (B)(6) and (B)(6) reactions were correct.

Manufacturer narrative:
(B)(4).